Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: conclusion and justification status: the complaint states medical records received. After review of the medical records for the MDR reportability, clinical notes reported pain and limp. X-ray showed a progression of increasing radiolucent lines, osteolysis and loosening of the proximal part of the corail. Laboratory results for metal ions were below 7ug/l. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per wi 3430. The medical records and x-rays were reviewed by bioengineering and a report was received stating; reviewed per wi-7915, radiolucent lines are seen in the femur as described in patient notes. Medical notes were reviewed no relevant information in limited primary procedure notes. No revision. Clinical notes indicate radiolucent line from 2012. No specific device deficiency noted requiring immediate action. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: jul 4, 2017: medical records received. After review of the medical records for the MDR reportability, clinical notes reported pain and limp. X-ray showed a progression of increasing radiolucent lines, osteolysis and loosening of the proximal part of the corail. Laboratory results for metal ions were below 7ug/l. There is no revision reported. Product codes and lot numbers were provided. Update aug 25, 2017: email correspondence received from vigilance stating a meddev report was sent to the health authorities on aug 4, 2017. No further information. This complaint was updated on aug 25, 2017. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jul 4, 2017: medical records received. After review of the medical records for the MDR reportability, clinical notes reported pain and limp. X-ray showed a progression of increasing radiolucent lines, osteolysis and loosening of the proximal part of the corail. Laboratory results for metal ions were above 7 ug/l. There is no revision reported. Product codes and lot numbers were provided.